Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 according to the reporter, on (B)(6) 2024, during ventilation, a hamilton mr1 (sn (B)(6) under software version 2.2.4 was brought close to the MRI. Customer has placed purchase order (B)(4) requesting parts (fan and check valve). Ventilation stopped because the device was brought too close to the MRI scanner. Patient was ventilation stops ventilator could be attracted magnetically teslaspy alarms with red led. According to the preliminary analysis performed, the root cause associated to this malfunction could be related to: user ignored teslaspy lack of training accordingly, the following correction may be considered: remove device from the MRI perform all calibrations and tests according to the service manual. As per available information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on apr 02nd 2024. According to the reporter, on march 06 2024, during ventilation, a hamilton mr1 (sn (B)(6)) under software version 2.2.4 was brought close to the MRI. Customer has placed purchase order 20575107 requesting parts (fan and check valve). Ventilation stopped because the device was brought too close to the MRI scanner. Patient was ventilation stops -ventilator could be attractd magnetically -teslaspy alarms with red led according to the preliminary analysis performed, the root cause associated to this malfunction could be related to: - user ignored teslaspy - lack of training accordingly, the following correction may be considered: - remove device from the MRI - perform all calibrations and tests according to the service manual. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.